Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred before the first firing in laparo hepatectomy. Even though the surgeon tried stapling, there was a possibility that adaptive firing technology operated due to the thickness of the tissue and the stapling stopped. The firing stopped halfway. New reload was used for the same tissue and the stapling was completed without problems. The status of the patient was reported as no problem.